Event description:
It was observed during the olympus device evaluation, the duodenovideoscope had corrosion between distal end and server plug-in; leakage on forceps elevator; and charged coupled device adhesive had foreign material attached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunctions, the evaluation found the following non-reportable device conditions: grip had a scratch; forceps channel port was shaved; air/water cylinder had discoloration and corrosion; suction cylinder had no color and corrosion; switch 1 was deformed; switch 2 had a cut; right/left knob had a scratch; mouthpiece was loose; scope connector cover unit had a scratch; suction connector had a scratch; electronic connector had corrosion due to water leakage; ID cover had corrosion due to water leakage; plate had corrosion due to water leakage; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; due to a cut on knob wire, guide wire did not rise up at all; distal end had a crack; objective lens had a chip; light guide lens had a chip; connecting tube was deformed; adhesive around objective lens had a crack; water tightness of forceps elevator was lost; universal cord had coating peeling. The foreign material found has been attributed to insufficient cleaning. The customer reported that they did not reprocess the device before returning it to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned to olympus without reprocessing at the user facility, therefore causing the foreign material to remain in the distal end and objective lens glue. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" IFU states the preventative measures in evis exera ii tjf type q180v reprocessing "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.